Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. Reportedly, air bubbles were observed within the pump supplies. The customer resolved the issue by either detaching the tubing from the cartridge, blowing inside to remove air bubbles, reattaching the tubing, and resuming insulin delivery or by changing pump supplies.